Event description:
Procedure type: low anterior resection. Patient gender: unk. According to the reporter: the instrument was introduced, the handle was squeezed, then it was squeezed again (2nd time). The instrument was removed and then the anastomosis fell apart. Surgeon hand sew the entire anastomosis which added an additional 45 minutes to the procedure. No abnormal bleeding was reported. No complications reported. No patient injury was reported.